Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that on (B)(4) 2016, the reagent in bottle 3 (85% ethanol) was replaced; and the station properties were reset at 16:54pm. The reagent in bottle 3 (85% ethanol) was used for first dehydration step in both the "overnight run" comprising 200 cassettes, which started in retort a at 16:54pm on (B)(6) 2016 and completed at 05:58am on (B)(6) 2016; and the "macro overnight" protocol comprising 200 cassettes, which started in retort b at 18:33pm on (B)(6) 2016 and completed at 06:00am on (B)(6) 2016. The instrument functioned as designed during execution of both the "overnight run" started in retort a at 16:54pm on (B)(6) 2016 and the "macro overnight" protocol started in retort b at 18:33pm on (B)(6) 2016. Although the complainant did not provide details of the specific processing run(s) from which the undiagnosable samples were derived, evaluation of the instrument logs in combination with information reported to leica biosystems that an operator error had occurred on (B)(6) 2016 in which a bottle designated for ethanol had been filled with xylene, determined that the root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred during the replacement of the reagent in bottle 3 (85% ethanol). This use error occurred prior to commencement of the "overnight run" started in retort a at 16:54pm on (B)(6) 2016 and the "macro overnight" protocol started in retort b at 18:33pm on (B)(6) 2016.

Event description:
Leica biosystems received the following information from the complainant: "we had a major processing issue a few weeks ago and felt it may have been a mix up in solutions." On 16 january 2017, leica biosystems received information that an operator error, in which a bottle designated for ethanol had been filled with xylene, had occurred on (B)(6) 2016; and four (4) cases were not diagnosable as a consequence of the processing issue reported. An identifier, age or date of birth and gender was requested for each of the four (4) patients involved. As at 06 february 2017, leica biosystems has not received an identifier, age or date of birth and gender for any of the four (4) patients from whom tissue was not diagnosable, despite several requests being made to the laboratory.